Manufacturer narrative:
One cac adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. There was no failure was detected, the reported event could not be duplicated at the bench level. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the patient experienced a power disconnect alarm when connected to a battery and a controller ac adapter. The site manipulated the controller ac adapter cord near the controller and it was noted that an alarm occurred when the cord was bent but did not occur with the cord was straight. The controller ac adapter was exchanged with no reported consequence or impact to the patient. No further information was provided.